Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, after this right ventricular (rv) lead was in place, the helix mechanism could not be extended after 20 rotations. An additional 10 rotations were performed but the helix still wouldn't extend, nor could it be extended after being withdrawn from the patient. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return. This product was return for product analysis.